Event description:
Reportable upon analysis completed on (B)(6) 2019. A intella nav oi a selected for a procedure. However, it was reported that the ablation parameters were lost during ablation. This made it impossible to perform radiofrequency. The procedure was completed by changing the catheter. However, returned device analysis revealed body fluid ingress at the butt bond. Visual inspection revealed that the butt bond seal is split. Distal end has a slight curve to the right. Dried body fluid found on the handle and main body tubing and distal end. Dried saline found on the distal end and inside the irrigation ports. Electrical continuity checks revealed no electrical shorts or opens, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was attempted by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications. The distal end was to be opened to search for signs of fluid ingress through the butt bond. As ring 1 was removed, saline squirted out of the wire feed-thru hole in the tubing. No further dissection was necessary.